Event description:
Physician reported when trying to aspirate through the introducer needle with the raulerson syringe, he noticed he was aspirating some air and noticed a crack in the hub. He then discarded the set and opened a new one. He encountered the same issue with the second set so opened a third set. The third set was successfully used and catheter placed. No patient harm reported. The patient's condition is "fine".

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s 3006425876-2023-00907; 3006425876-2023-00908. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported when trying to aspirate through the introducer needle with the raulerson syringe, he noticed he was aspirating some air and noticed a crack in the hub. He then discarded the set and opened a new one. He encountered the same issue with the second set so opened a third set. The third set was successfully used and catheter placed. No patient harm reported. The patient's condition is "fine".

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 3006425876-2023-00907.